Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. The harmonic blades are made of titanium. The harmonic blade will stop activating, and either emit a solid tone and/or display an instrument error code when the blade has become cracked (but not scratched, nicked or gouged). Once the blade is cracked, it is susceptible to breaking off due to continued attempts to activate or from physical contact. Once the blade tip is broken off, it may be possible for the device to be activated without an error code. Blade damage is caused by contacting an active blade with other surgical devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once blade damage has occurred, subsequent activations may result in fatigue failure initiating at the original damage location, which can result in the blade tip breaking off as described above.

Event description:
It was reported that during an unknown procedure, the titanium tip of the scalpel was broken during the procedure. The broken part did not fall into the patient. Because the patient had (B)(6), the sample was discarded. Another device was used to complete the procedure. There were no adverse consequences for the patient. No device will be returning.